Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. The off no power alarm functioned properly. There was no battery icon anomaly noted. There was no unexpected no delivery alarm noted. There was no motor error alarm noted during bolus and or basal delivery. The motor passed the motor test. The pump had a scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 456mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.